Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: the diameter of the dhs/dcs screw appears too large to fit in any of the plates. These items could not be used in a procedure and were not opened in the theater. The patients procedure was prolonged however it was noted the patient is not suffering any adverse effects.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present implants were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was performed and both screws did fit into plate as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.